Event description:
While inserting both screws (separate form completed for other screw) they broke. 15mm of the 25mm screw has been left in the patient.

Manufacturer narrative:
Two screws were returned for evaluation. Sample one: the entire screw was returned. Sample two the distal end is missing, which was reported to have been left in the patient. The break is angular in nature. Additional information is needed to determine a rootcause for the failure of the screw. A second request has been made on (B)(4) 2010. (B)(4)